Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was identified to be due to a faulty user interface module printed circuit board. To correct this condition, the user interface module printed circuit board was replaced. If any additional information is received, a follow up will be sent.

Manufacturer narrative:
(B)(4). The device was evaluated on-site by a baxter service technician, and will be returned to baxter for further testing. Evaluation is not yet complete. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During testing by a baxter service technician, a colleague infusion pump was found to have experienced failure code 703 on channel c. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.